Event description:
Pt had been transported to the hospital via ambulance couple of times since an implant was installed. Vascular surgeon was not truthful with pt. Portal device causes bruising and gets hot when scanned at the airport and other places.